Event description:
It was reported by the customer's biomedical technician that the device had highly intermittent on / off button. There was no service indicator illuminated on the device. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended the replacement of the device's keypad and provided the biomed with the part number and ordering information. The biomedical technician later confirmed that the keypad had been replaced and then observed proper operation. The removed keypad will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.